Event description:
The complaint involved a 8" (20 cm) appx 0.49 ml, smallbore ext set w/0.2 micron filter, clamp, rotating luer. It was reported that the filter noted to be leaking at 2 points on the back of filter. The status of the product at the time of the event was use on patient. There was patient involvement, no adverse event but there was delay in therapy.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Received one used device for evaluation; no visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The returned sample was found to have a leak on the in-line filter. The probable cause is from the temporary loss of hydrophobic properties during use. Lot history review could not be conducted because no lot number(s) was/were identified.